Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and abdominal pain ("severe abdominal pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysuria, vaginitis, urine odor foul, chlamydia recurrent, irregular menstrual cycle and drug allergy. Concomitant products included rizatriptan. In 2007, the patient had essure (ess205) inserted. In january 2007, the patient experienced the first episode of dyspareunia ("dyspareunia"). In may 2007, the patient experienced migraine ("migraine") and headache ("headaches"). In june 2007, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), the first episode of vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). In january 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). In 2010, the patient experienced dysmenorrhoea ("severe menstrual pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), the second episode of dyspareunia ("pain during intercourse"), menorrhagia ("abnormal/heavy menstrual bleeding"), the second episode of vaginal infection ("vaginal infection") with vaginal discharge, vaginal haemorrhage ("vaginal bleeding") and pelvic pain ("lower pelvic pain"). The patient was treated with surgery (B)(6) 2013; partial hysterectomy,removal of essure devices/salpingectomy (bilateral removal of fallop) and surgery (B)(6) 2013; partial hysterectomy,removal of essure devices). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, abdominal pain, the last episode of dyspareunia, menorrhagia, migraine, the last episode of vaginal infection, back pain, dysmenorrhoea, vaginal haemorrhage, cystitis, urinary tract infection, headache, vaginal discharge and pelvic pain had resolved. The reporter considered abdominal pain, back pain, cystitis, device dislocation, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, the first episode of dyspareunia, the first episode of vaginal infection, the second episode of dyspareunia and the second episode of vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: both tubes is seen and occlusion is not confirmed.; in february 2007: occlusion not confirmed hysterosalpingogram performed in feb-2007 concerning the injuries reported in this case, the following ones were reported via social media vaginal discharge,dysmenorrhea,dysparenia, abdominal pain,vaginal bleeding,menorrhagia,yeast infection¿ quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and abdominal pain ("severe abdominal pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysuria, vaginitis, urine odor foul, chlamydia recurrent, irregular menstrual cycle and drug allergy. Concomitant products included rizatriptan. In 2007, the patient had essure (ess205) inserted.in january 2007, the patient experienced the first episode of dyspareunia ("dyspareunia"). In may 2007, the patient experienced migraine ("migraine") and headache ("headaches"). In june 2007, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), the first episode of vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). In january 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). In 2010, the patient experienced dysmenorrhoea ("severe menstrual pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), the second episode of dyspareunia ("pain during intercourse"), menorrhagia ("abnormal/heavy menstrual bleeding"), the second episode of vaginal infection ("vaginal infection") with vaginal discharge, vaginal haemorrhage ("vaginal bleeding") and pelvic pain ("lower pelvic pain"). The patient was treated with surgery ((B)(6) 2013; partial hysterectomy,removal of essure devices/salpingectomy (bilateral removal of fallop) and surgery(B)(6) 2013; partial hysterectomy,removal of essure devices). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, abdominal pain, the last episode of dyspareunia, menorrhagia, migraine, the last episode of vaginal infection, back pain, dysmenorrhoea, vaginal haemorrhage, cystitis, urinary tract infection, headache, vaginal discharge and pelvic pain had resolved. The reporter considered abdominal pain, back pain, cystitis, device dislocation, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, the first episode of dyspareunia, the first episode of vaginal infection, the second episode of dyspareunia and the second episode of vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: both tubes is seen and occlusion is not confirmed.; in february 2007: occlusion not confirmed hysterosalpingogram performed in feb-2007 concerning the injuries reported in this case, the following ones were reported via social media vaginal discharge,dysmenorrhea,dysparenia, abdominal pain,vaginal bleeding,menorrhagia,yeast infection¿ most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: concomitant medication was added and events outcome updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and abdominal pain ("severe abdominal pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysuria, vaginitis, urine odor foul, chlamydia recurrent, irregular menstrual cycle and drug allergy. In (B)(6) 2007, the patient experienced migraine ("migraine") and headache ("headaches"). In 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and the first episode of vaginal infection ("vaginal infection"). In 2010, the patient experienced dysmenorrhoea ("severe menstrual pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), the first episode of dyspareunia ("pain during intercourse"), menorrhagia ("abnormal/heavy menstrual bleeding"), the second episode of vaginal infection ("vaginal infection") with vaginal discharge, back pain ("back pain"), vaginal haemorrhage ("vaginal bleeding"), the second episode of dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and pelvic pain ("lower pelvic pain"). The patient was treated with surgery ((B)(6) 2013; partial hysterectomy,removal of essure devices). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, abdominal pain, menorrhagia, migraine, the last episode of vaginal infection, back pain, dysmenorrhoea, vaginal haemorrhage, the last episode of dyspareunia, cystitis, urinary tract infection, headache, vaginal discharge and pelvic pain outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, device dislocation, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, the first episode of dyspareunia, the first episode of vaginal infection, the second episode of dyspareunia and the second episode of vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: both tubes is seen and occlusion is not confirmed.; in (B)(6) 2007: occlusion not confirmed . Hysterosalpingogram performed in (B)(6) 2007 . Concerning the injuries reported in this case, the following ones were reported via social media vaginal discharge,dysmenorrhea,dysparenia,abdominal pain,vaginal bleeding,menorrhagia,yeast infection¿ most recent follow-up information incorporated above includes: on 2-mar-2018: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Concomitant drugs were added. Updated suspect drug indication. Events vaginal bleeding, dyspareunia, bladder infection, urinary tract infection, vaginal infection, headaches,migration of essure device, vaginal discharge, pelvic pain female added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure (ess205) inserted for sterilization. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), menorrhagia ("abnormal/heavy menstrual bleeding"), migraine ("migraine"), vaginal infection ("vaginal infection") with vaginal discharge, back pain ("back pain") and dysmenorrhoea ("severe menstrual pain"). The patient was treated with surgery (partial hysterectomy to remove essure). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the abdominal pain, dyspareunia, menorrhagia, migraine, vaginal infection, back pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, migraine and vaginal infection to be related to essure (ess205). Diagnostic results: hysterosalpingogram performed in (B)(6) 2007 incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.